Event description:
On (B)(6) 2015, the reporter contacted animas alleging that on an unknown date, the patient experienced low blood glucose (bg) of 62mg/dl with cognitive impairment, achiness, shakiness, and nausea. Reportedly, the patient did not receive any treatment above and beyond the usual routine of diabetes care and management and the patient remained on the pump. Customer technical support reviewed the pump with the reporter and found all settings and histories were correct. However, a cause for the alleged bg excursion could not be identified during troubleshooting. This complaint is being reported based on the allegation that the patient experienced hypoglycemia of unknown cause while using insulin pump therapy.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
The black box began on (B)(6) 2015. Due to continuous use of the pump, the black box data/histories for the event have been overwritten. The available daily insulin delivery totals correctly reflected the users programmed basal rates. The pump passed a delivery accuracy test and was found to be delivering within required range and delivering accurately. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(4).